Event description:
During the troubleshooting for an unrelated issue, it was determined that the patient was connected to the homechoice (hc) prior to the patient line being properly primed. The patient was performing therapy, the hc was inadvertantly powered off, and the patient remained connected when the hc was turned back on and went through priming. The technical service representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4).as the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, it was reported that the patient was connected prior to the patient line being properly primed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The patient is also told to verify that the patient line is properly primed before connecting. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.